Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was removed due to infection. The patient was septic. It is believed cultures were taken. The ipg system was replaced with a leadless ipg. No further patient complications have been reported as a result of this event.